Event description:
It was reported that erroneous results occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported that blue top tubes occasionally did not fill all the way, also they had unexpected and/or unexplained clinical or qc results . Per email: in the past the citrate blue top tubes occasionally did not fill all the way. It was not constant but rather intermittent. Sample was redrawn. No other information was available. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results yes."

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported that blue top tubes occasionally did not fill all the way, also they had unexpected and/or unexplained clinical or qc results. Per email: in the past the citrate blue top tubes occasionally did not fill all the way. It was not constant but rather intermittent. Sample was redrawn. No other information was available. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results yes."